Manufacturer narrative:
Event date is approximate, the month is valid. Concomitant medical products: product ID 3560022, lot# va27d4b, implanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4), ubd: 18-may-2022, UDI#: (B)(4)..

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding an advanced evaluation trial patient that was undergoing implant surgery for their chronic system. It was reported that upon stage 2, the percutaneous extension was not in the pocket that was semi created 2 weeks prior. The extension wire had migrated medial toward the midline. An x-ray had to be brought in to find the percutaneous extension and to know which side of the lead to pull to not dislodge the surescan lead from s3. Once the extension was found, it was pulled back to the ins pocket and disconnected with the torque wrench to finish the procedure. It was possible that the patient pulled the extension wire where the ens was connected during the trial. The issue was resolved at the time of this report. There were no patient complications reported as a result of this event.